Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issuesrelevant to the complaint that occurred during manufacturing of the device. The device was not returned to the manufacturer for analysis; therefore, the alleged product issue cannot be confirmed. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with use of the device.

Event description:
It was reported that the embolization coil was used for treatment of unspecified aneurysm. When roughly 7cm of the coil was deployed in the aneurysm, resistance felt and the coil stretched. The pusher detached in the microcatheter during attempt to remove the coil. The coil was removed along with the microcatheter. Other coils were used to successfully complete the case. Patient is fine.